Event description:
Based upon additional information received on 29-mar- 2017 from the patient via patient support program, the case initially assessed as unsolicited was re-assessed as solicited. This sponsored solicited case was received on 29-mar- 2017 from the patient via patient support program. Patient ID: (B)(6); country: united states. Study title: (B)(6). This case involves a (B)(6) old male patient who received treatment with synvisc one and the same day experienced swelling and after an unknown latency had fluid build up for one month/ fluid would continue to build up after being drained/ water is inside, pain in left leg, pain in hip and is in big trouble, cannot move, it is very difficult. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with synvisc one injection, at a dose of 6 ml once (route, batch/lot number and expiry date: not reported) in his left knee for unilateral primary osteoarthritis, left knee. The same day, the patient experienced swelling and his knee had been swollen since. On an unknown date in 2017, after an unknown latency, the patient had experienced fluid build-up for one month. The patient had gone to two different hospitals to have the fluid drained off his left knee, post injection. They cultured the fluid and no infection was present but the fluid would continue to build up after being drained. On an unknown date in 2017, after an unknown latency, the patient had experienced pain in his left leg and hip which was not present before the synvisc one injection. He had put ice on his leg thrice a day but it did not help. The patient was in "big trouble", he could not move, it was very difficult. The patient would like to speak with someone because the "water was inside and did not know the reason". The healthcare professional (hcp) that administered the synvisc-one injection in (B)(6) was not willing to see him. Corrective treatment: fluid drained off his left knee, post injection for fluid build up for one month/ fluid would continue to build up after being drained/ water is inside; ice for pain in left leg and pain in hip; not reported for rest of the events. Outcome: not recovered for swelling; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required reporter causality: associated (related) for swelling; not reported for rest of the events. Company causality: associated for all the events. Seriousness criteria: hospitalization or prolongation for fluid build up for one month/ fluid would continue to build up after being drained/ water is inside. Additional information was received on 29-mar-2017 from the patient via patient support program and the case initially assessed as unsolicited was re-assessed as solicited. The indication of the suspect product was added. The start date and thus latency for the event of swelling was updated. The outcome for the event of swelling was updated from unknown to not recovered and the reporter causality was added. Clinical course updated and text amended accordingly. Additional information was received on 06-apr-2017. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Based upon additional information received on (B)(6) 2017 from the patient via patient support program, the case initially assessed as unsolicited was re-assessed as solicited. This sponsored solicited case was received on (B)(6) 2017 from the patient via patient support program. Patient ID: (B)(6); country: united states study title: sanofi patient connection. This case involves a (B)(6) year old male patient who received treatment with synvisc one and the same day experienced swelling and after an unknown latency had fluid build up for one month/ fluid would continue to build up after being drained/ water is inside, pain in left leg, pain in hip and is in big trouble, cannot move, it is very difficult. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with synvisc one injection, at a dose of 6 ml once (route, batch/lot number and expiry date: not reported) in his left knee for unilateral primary osteoarthritis, left knee. The same day, the patient experienced swelling and his knee had been swollen since. On an unknown date in 2017, after an unknown latency, the patient had experienced fluid build-up for one month. The patient had gone to two different hospitals to have the fluid drained off his left knee, post injection. They cultured the fluid and no infection was present but the fluid would continue to build up after being drained. On an unknown date in 2017, after an unknown latency, the patient had experienced pain in his left leg and hip which was not present before the synvisc one injection. He had put ice on his leg thrice a day but it did not help. The patient was in "big trouble", he could not move, it was very difficult. The patient would like to speak with someone because the "water was inside and did not know the reason". The healthcare professional (hcp) that administered the synvisc-one injection in (B)(6) was not willing to see him. Corrective treatment: fluid drained off his left knee, post injection for fluid build up for one month/ fluid would continue to build up after being drained/ water is inside; ice for pain in left leg and pain in hip; not reported for rest of the events outcome: not recovered for swelling; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required reporter causality: associated (related) for swelling; not reported for rest of the events company causality: associated for all the events seriousness criteria: hospitalization or prolongation for fluid build up for one month/ fluid would continue to build up after being drained/ water is inside additional information was received on (B)(6) 2017 from the patient via patient support program and the case initially assessed as unsolicited was re-assessed as solicited. The indication of the suspect product was added. The start date and thus latency for the event of swelling was updated. The outcome for the event of swelling was updated from unknown to not recovered and the reporter causality was added. Clinical course updated and text amended accordingly. Additional information was received on 06-apr-2017. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 07-apr-2017. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Based upon additional information received on 29-mar- 2017 from the patient via patient support program, the case initially assessed as unsolicited was re-assessed as solicited. This sponsored solicited case was received on 29-mar- 2017 from the patient via patient support program. Patient ID: (B)(6); country: united states. Study title: (B)(4). This case involves a (B)(6) male patient who received treatment with synvisc one and the same day experienced swelling and after an unknown latency had fluid build up for one month/ fluid would continue to build up after being drained/ water is inside, pain in left leg, pain in hip and is in big trouble, cannot move, it is very difficult. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with synvisc one injection, at a dose of 6 ml once (route, batch/lot number and expiry date: not reported) in his left knee for unilateral primary osteoarthritis, left knee. The same day, the patient experienced swelling and his knee had been swollen since. On an unknown date in 2017, after an unknown latency, the patient had experienced fluid build-up for one month. The patient had gone to two different hospitals to have the fluid drained off his left knee, post injection. They cultured the fluid and no infection was present but the fluid would continue to build up after being drained. On an unknown date in 2017, after an unknown latency, the patient had experienced pain in his left leg and hip which was not present before the synvisc one injection. He had put ice on his leg thrice a day but it did not help. The patient was in "big trouble", he could not move, it was very difficult. The patient would like to speak with someone because the "water was inside and did not know the reason". The healthcare professional (hcp) that administered the synvisc-one injection in (B)(6) was not willing to see him. Corrective treatment: fluid drained off his left knee, post injection for fluid build up for one month/ fluid would continue to build up after being drained/ water is inside; ice for pain in left leg and pain in hip; not reported for rest of the events. Outcome: not recovered for swelling; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: associated (related) for swelling; not reported for rest of the events. Company causality: associated for all the events. Seriousness criteria: hospitalization or prolongation for fluid build up for one month/ fluid would continue to build up after being drained/ water is inside. Additional information was received on 29-mar-2017 from the patient via patient support program and the case initially assessed as unsolicited was re-assessed as solicited. The indication of the suspect product was added. The start date and thus latency for the event of swelling was updated. The outcome for the event of swelling was updated from unknown to not recovered and the reporter causality was added. Clinical course updated and text amended accordingly.